Event description:
Information provided states patient developed radicular pain three (3) weeks post implant with display of spondylolisthesis at c3-c4 operative level. Pt had previous acdf c5-c6 signs of auto fusion at c4-c5 level.

Manufacturer narrative:
It was reported that the patient developed radicular pain 3 weeks post operation displaying spondylolisthesis. The device was explanted. The condition of the device at the time of removal was unknown. Multiple attempts were made to gather additional information from the site up to including the device return without success. Radiographic imaging was provided and reviewed. The lateral view shows disc replacement and fusion showing degenerative changes at c4/5 and large anterior osteophyte. Oblique view shows fusion and disc replacement and degenerative disc between the two. Cervical lordosis and slight translation of superior endplate at c3/4. Nothing to suggest loosening or any other changes. Cervical lordosis is not visible in last image. A review of the lot history records for this device revealed there were no relevant ncmrs associated with the lot. The device was not returned; therefore, no device examination could be performed. No microbiology or pathology laboratory testing reports and/or results were provided. Based on the limited information, it was not possible to determine the cause of the product experience.